Manufacturer narrative:
Per the dexcom user guide: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer wore the sensor in a non-approved site of body. No additional patient or event information was available. A root cause could not be determined. Reportedly, the customer entered a calibration bg value resolving the issue and the customer continued to use the sensor.